Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported reload set error which was not reproduced. The reported "reload set" was unable to be confirmed through the event history log. Two occurrences of reload set can be found within the history log, however they do not appear to be nuisance or false alarms, as both precede a system error 322 alarm. Reload sets are known to occur in conjunction with system error 322 alarms, which are related to a known issue with the software version installed on this device. It was determined that system error 322 is the true symptom of this device and the software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed a reload set error. It was also reported there was no patient involvement.